Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities for the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents for the reported lot for the reported difficulty in grasping leaflets and difficulty in removing the device from the anatomy. The reported difficulty grasping the leaflets was likely due to procedural conditions associated with the restricted posterior leaflet. A definitive cause for the reported difficulty removing the clip from the anatomy in this incident could not be determined. It is possible that there were procedural interactions (e.g. Tension on the system due to multiple grasping attempts) which resulted in increased tension on the device, causing the device to move laterally and interacting with the chordae; however, this cannot be determined. The patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The tissue damage was likely associated with procedural conditions associated with clip entanglement with the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during the procedure, the clip became caught on the chordae which resulted in a leaflet flail which is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve without issue. The clip was positioned perpendicular over the valve in the a2/p2-segment. After crossing the valve, minor correction was done to get back to the perpendicular position. Due to a restrictive posterior leaflet, multiple grasping was performed to get both leaflets inserted. During grasping, the clip moved more in a lateral position. The clip was inverted to retract into the left atrium (la); however, the clip was entangled in the chordae. Due to the entanglement, retraction took 45 minutes. After retracting the clip into la, the clip was positioned again perpendicular over the valve. The grasp was successful, but the reduction of the mr was not as expected. It was decided that 2 clips were needed. This clip was opened to position more medial. After inverting the clip, the clip became caught on the chordae again and it took 10 minutes to retract into the la. After retraction, a flail with chordal rupture was detected and the decision was made to discontinue the procedure. No further treatment has been performed. No clips were implanted and the mr remained at 4. No additional information was provided.